Event description:
It was reported that the bd vacutainer® safety-lok¿ blood collection set with pre-attached holder experienced a failure to contain blood or medication which was noted prior to use. The following information was provided by the initial reporter: tube cut in two pieces.

Manufacturer narrative:
H.6 investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for severed tubing with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® safety-lok¿ blood collection set with pre-attached holder experienced a failure to contain blood or medication which was noted prior to use. The following information was provided by the initial reporter: tube cut in two pieces.